Manufacturer narrative:
The devices were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices, controller and pump, met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an electrical fault alarm followed by a vad disconnect alarm. Inspection by a field engineer of the driveline connector did not confirmed contamination. Based on log file analysis and inspection of the driveline connector, the most likely root cause of the reported event can be attributed to a marginal driveline connection. In addition to outlining that the extension cable should only be used during the pre-implant wet test and is not intended to be used after the pump is implanted in the patient, the IFU warns that an audible click should be heard when connecting the driveline to the controller or driveline extension. Failure to ensure a secure connection may cause an electrical fault. Without the return of the devices for analysis, a definitive conclusion cannot be made; however, user interface may have contributed to the event. With review of the device history records there is no indication of any manufacturing issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous report.

Manufacturer narrative:
The controller (B)(4) was returned for analysis. The hvad pump (B)(4) was not returned. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed an electrical fault alarm followed by a vad disconnect alarm. The vad disconnect alarm was likely the result of a physical disconnection of the controller. Analysis of the controller (B)(4) revealed that the device passed functional testing but failed visual inspection due to a loose power port one connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer and supplier have opened an internal investigation for controllers lose connectors. This observation is not related to the reported event. Inspection by a field engineer of the driveline connector did not confirmed contamination. Based on log file analysis and inspection of the driveline connector, the most likely root cause of the reported event can be attributed to a marginal driveline connection. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Controller - (B)(4) - expiration date: 04/30/2016 - device manufacture date: 04/01/2015 - controller received on 07.apr.2016. Note: controller (B)(4) is part of fsca apr2016 (z-0005-2017). (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. The IFU outlines that the driveline extension cable is for use during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Wearing clean, dry gloves disconnect the driveline extension cable from the controller and the vad pump. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from germany by the vad coordinator that on the day of implantation, there was a e-fault followed by a vad stop. Engineer was at the bedside and inspected driveline, dl extension and controller without any issues noted. There were no effects reported on to the patient. No further information available.